Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded 600 mg/dl due to the issue. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) and cleared the alarm to resume insulin delivery. No third-party assistance was required. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.